Event description:
It was reported that the patient expired: cause unknown. No further details were reported. It was unknown if the device was available for evaluation. Per response from the surgeon, the device was not explanted. Cause of death reported as multisystem organ failure post cardiac surgery due to postoperative cardiac arrest/tamponade and recurrent ventricular tachyarrhythmias. Patient was initially evaluated as an elevated surgical risk. Date of death as reported on the death summary provided by the surgeon's office is 2007.

Manufacturer narrative:
Device not returned.